Manufacturer narrative:
H4: the device MFR date is 6/15/95. Evaluation: this tibial insert was visually and dimensionally inspected as received. The anterior locking tab exhibits distortion due to having been crushed during the intra-operative assembly attempt. A review of the device history record for this insert found that no discrepancies were reported during MFR. A query of the product experience report during MFR. A query of the product experience report database found that no other similar event had been reoprted for this lot of inserts. The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.

Event description:
The tibial insert would not lock securely in the baseplate. The insert could be easily dislodged with a probe. There was no adverse consequence for the pt.